Event description:
No blood glucose levels reported. The customer reported that the insulin pump would not alert the customer to a low reservoir alarm and would simply go directly to a no delivery alarm. The customer was unable to troubleshoot at the time of the call. The customer was advised to call back should the issue recur in order to troubleshoot properly. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.